Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n319564, implanted:(B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported that electrode #3 had high impedance values >10,000 ohms. The patient was programmed on electrode #3 and they were trying to get stimulation in the middle of the arm. The manufacturer representative reported that he was not able to get this location, so he tested impedances and saw this electrode had >10,000 ohms. Impedances were checked again at 1.5 volts, and contact #3 showed >20,000 ohms. It was noted that there was no trauma or falls reported. There were no reported patient symptoms, and there were no reported interventions/actions taken to resolve the issue. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.